Event description:
It is reported that the tibial stem appears to have disassociated from the tibia.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the devices remain in vivo; therefore the condition of the components is unk. As the surgical notes and x-rays have not been provided, we are unable to assess the fit and orientation of the implants per the surgical technique. With the info provided, a definitive root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.